Event description:
The customer reported approximately 1 ml of bluish color fluid leaked from the shear valve 85/87 of the coulter lh 780 hematology analyzer. The leak was contained within the instrument. There was no exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye glasses and a lab coat at the time of the incident. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse noticed a leak under the differential, retic shear valves and an incomplete differential recovery. The fse observed an occlusion in erythrolyse/sample tubing from the differential shear valve to the differential mixing chamber. The fse removed the occlusion and the leaks were resolved. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).